Event description:
The customer reported that the system had crashed during the exam, after restarting the system, the image previously taken was lost. It is possible that the image was retaken, resulting in unintended excessive radiation exposure.

Manufacturer narrative:
(B)(4): investigation is still in-progress. If additional information is received, a supplemental report will be submitted per 21 cfr 803.56. This reported event occurred outside the USA. (B)(4).